Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2010-03182. Additional review indicated the correct manufacturing site was site # 3004209178. Analysis of implantable neurostimulator (ins) (B)(4) determined no anomaly was found. The parylene coating on this ins was completely intact evidenced by impedance tests in saline showing high impedance between each electrode and case. No output was found between the case and any electrode when tested in saline. Analysis of lead model 3889 lot # unk determined two conductors were broken between the two middle tines 4.1 cm from the distal end. The proximal end was stretched between the tines and the radiopaque markers and the connector was crushed. There was a short between the #1 and #2 circuits observed during the system test, however, the short could not be duplicated after the lead was disconnected from the ins. (B)(4).

Event description:
It was reported that the pt had disabling pain at the device pocket and in both legs most likely due to sciatic nerve solicitation. The pt had the device explanted. Ten days after the explant, the pt still had leg pain on the left side (same side as the device location prior to explantation). It was also noted that a "couple" of electrodes had high impedances. It was reported that the physician did not believe it was an allergic reaction, but rather due to the pt's thin body habitus. The physician felt as if the skin and nerves on the left side had already been stressed and the pt could not tolerate this. The physician's opinion was that the device was pressing the sciatic nerve. The physician did not believe the high impedance was the reason of the pain. Replacement was not planned.

Manufacturer narrative:
(B) (4). This report is being submitted late following an internal review.